Event description:
Patient weighing 430 pounds was placed on sling for lifting. Sling being used was approved for 600 pounds. When attempting to lift patient up in the bed, the sling tore. No harm to patient. Sling was only in use for two days.